Event description:
It was reported that during a stent procedure resistance was met while attempting to place the multi-link in a circumflex lesion that had not been predilated. Upon removal, the stent came off the delivery system and remained in the artery. Attempts to snare the stent were unsuccessful and the pt underwent bypass surgery. Reportedly the pt was discharged home 2/26/1998.